Event description:
Vague info received from reporter revealing that stopcocks are "blowing out". Follow up with customer revealed that upon syringe connection to stopcock, when sclerotherapy is infused back and forth, the stopcock was reported to "fall off." There was no pt injury reported. Further details surrounding incident(s) was unable to be obtained.